Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was implanted using an 12f amulet delivery system. There was no pericardial effusion noted prior to procedure, the transseptal puncture was done on posterior inferior. During the procedure, heparin was administered and the patient was noted to have a sinus rhythm. The device was implanted for left atrial appendage occlusion, and the implantation was reported as successful with no immediate complications. The patient remained clinically stable following the procedure on the day of implantation. On the following day, (B)(6) 2026, the patient experienced an acute clinical deterioration, at which time a localized pericardial effusion in the left atrial appendage (laa) was identified and required drainage. After the drainage procedure, the patient¿s condition stabilized. It was subsequently suspected that, during implantation in sinus rhythm, the hooks of the device may have caused a perforation, leading to the development of the pericardial effusion. It was also reported that the user believes that the stabilizing wires of the amulet was the cause of pericardial effusion. Upon further clarification, perforation was not confirmed by the physician, and it was reported that the pericardial effusion was not localized to a single specific point but was distributed around the pericardium.